Event description:
The contact stated that she performed control tests using the customer's meter and the results were all higher than 200 mg/dl. While troubleshooting, she performed 2 more control tests and received results of 210 and 211 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement products were sent to the customer.